Manufacturer narrative:
A gehc service representative performed a checkout of the equipment. The flow control valve was replaced. No report of patient involvement. (B)(4).

Event description:
The hospital reported that, during the preoperative checkout, the unit alarmed for high positive end expiratory pressure. There was no reported patient involvement.